Event description:
It was reported that the inflatable penile prosthesis (ipp) device was replaced due to erosion of the pump through the scrotum. A ambicor penile prosthesis (app) 14cmx12.5mm was implanted.